Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported that a patient was diagnosed with peritonitis in november and treated with antibiotics. Upon follow-up with the nurse she reported the patient was having difficulties with the physical demands of performing pd at home and a decision was made to transition him to in-center hemodialysis.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event. Medical records concluding summary of findings as event related to fresenius products(s): medical records reviewed. Patient had a peritoneal dialysis fluid culture on (B)(6) 2015 negative for growth after 3 days. However, the peritoneal dialysis fluid cell count showed a wbc count elevated at 1709. According to the peritoneal dialysis nurse manager, the patient has had a history of peritonitis. The nurse manager stated the patient has a pronounced physical infirmity making peritoneal dialysis difficult for him to do alone due to the weight of the bags and although the patient was originally assessed as not a strong candidate for peritoneal dialysis, he was insistent. Eventually, the patient was changed to hemodialysis due to inability to perform peritoneal dialysis. The nurse manager stated there was no infection (peritonitis) or other peritoneal related condition other than the patient's physical decline attributed to his transition to hemodialysis. According to the nurse manager, the patient's earlier peritonitis events were not attributed to any specific cause but it was noted the patient had abnormally large hands. The nurse manager stated the patient had cleared the infections rapidly once antibiotics were introduced. Medical records do not contain progress notes, medical records or physician orders for review. The medical records do not contain a diagnosis of peritonitis. Medical records do not contain any intervention for alleged peritonitis. Medical records do not indicate a cause for the alleged peritonitis. Patient's peritoneal dialysis infection control audit reveals the peritoneal dialysis registered nurse "reinforced caution while connecting and disconnecting due to large hands." There is no alleged malfunction. There is no documentation in the medical records that indicate a causal relationship between the patient's liberty cycler and diagnosis of peritonitis. There is no documentation in the medical records that indicate a causal relationship between the patient's liberty cycler set and diagnosis of peritonitis.